Event description:
It was reported that patients paddle lead had migrated which was confirmed through x-ray. The patient underwent a revision procedure where the placement of the paddle lead was adjusted and remained implanted. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.